Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead's impedance had decreased. It was noted that the sensing and threshold measurements were acceptable. Boston scientific technical services (ts) advised that the lead might have dislodged and suggested that an x-ray or echocardiogram to be performed for confirmation. The lead remains in service. No adverse patient effects were reported.